Event description:
It was reported that the during a normal change out procedure for normal battery depletion, the physician attempted to implant this right ventricular (rv) lead. However when the lead was tested through the new cardiac resynchronization therapy defibrillator (crt-d) device and the pacing system analyzer (psa) it yielded high out of range pacing impedance measurements of greater than 3000 ohms. The cause was unknown and no issues were observed upon physical examination of the lead. Subsequently the rv lead was attempted and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the during a normal change out procedure for normal battery depletion, the physician attempted to implant this right ventricular (rv) lead. However when the lead was tested through the new cardiac resynchronization therapy defibrillator (crt-d) device and the pacing system analyzer (psa) it yielded high out of range pacing impedance measurements of greater than 3000 ohms. The cause was unknown and no issues were observed upon physical examination of the lead. Subsequently the rv lead was attempted and not implanted